Event description:
The customer reported unit alarms proximal pressure sensor autozero failed after replacing the da pcb, da-mc cable and solenoids 3 and 4. Not in patient use. The remote service engineer advised the customer to check all work including pin alignment on da pcb pins and da-mc cable seating. Further information is pending.

Manufacturer narrative:
The data acquisition (da) pcba was received for failure investigation. It was tested and no failures were identified.

Manufacturer narrative:
The customer called back because the problem persists. The remote service engineer (rse) advised customer to check tubings for disconnect or cuts, switch sol 1 and 4, 2 and 3, to see if sensor fail changes description or replace gas delivery system (gds) assembly if necessary. Customer called back because additional work was performed but unit is still displaying alarm message on screen after 10 minutes of operation. The customer also replaced cpu pcb but problem persists. The rse provided option encryption codes and advised customer to try replacing motor controller (mc) pcb to correct issue. If problem persists the customer may have to replace entire gds assembly, so the rse provided part and price. The customer called back again as customer has replaced the solenoids, the data acquisition (da) pcba, the user interface (ui) pcb w/cable and the power management (pm) pcba. The customer is still getting the proximal pressure sensor auto zero failed after around 15 minutes of operation. The rse advised to remove the gds and make sure there is nothing blocking the vent holes in the right side and that the customer may need a flow sensor assembly replacement. The customer disassembled the flow sensor assembly and reseated the da board, verified connections, and made sure cables and equipment were correct. No leaks detected, no alarms detected and ran unit for 1 hour with no errors detected. The customer found the error came down to a loose pin connection from the da board.